Event description:
Boston scientific received information that this lead was abandoned surgically for the reason of repair/upgrade. No adverse patient effects reported. Subsequently, additional information was received from the local sales representative stating that this right ventricular (rv) lead was surgically abandoned due to noise. The patient was noted to be pacemaker dependent. A new lead was successfully placed with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.